Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using ibts in a kyphoplasty for a vertebrae fracture at t10 and t12. It was reported that the hcp tried to curve the ibts by bending the inner guidewire. When forcing the ibts down the path created in the bone, the guidewire pushed forward and punctured the ibts. The ruptures occurred during inflation. There were no patient symptoms or complications as a result of the event. There was a delay in overall procedure time by approx. 3 minutes. There was no in-patient hospitalization or prolongation of existing hospitalization necessary or treatment or additional surgery performed as a result of this event. The procedure was completed successfully with a new product. No further complications were reported/ anticipated.